Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.